Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that on (B)(6) 2010, the telemetered battery voltage was 2.52 v while the daily battery voltage was 2.86 v. The device is part of the advisory for this model.

Event description:
It was reported the battery voltage at device interrogation was 2.55 volts. It was also reported that when last measured, about eight months ago, it measured 2.81 volts, and after interrogation it measured 2.78 volts. Review of device data showed the true battery voltage has been between 2.85 - 2.9 v. Interrogated measurement is lower than the nightly device measurement. Also the daily battery measurements show some increases in voltage. It was recommended that the device data be sent in for review at time of next follow up. It was later reported the measured battery voltage was 2.52 v but actual battery voltage based on device information was 2.86v. The device is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported the battery voltage at device interrogation was 2.55 volts. It was also reported that when last measured, about eight months ago, it measured 2.81 volts, and after interrogation it measured 2.78 volts. Review of device data showed the true battery voltage has been between 2.85 - 2.9 v. Interrogated measurement is lower than the nightly device measurement. Also the daily battery measurements show some increases in voltage. It was recommended that the device data be sent in for review at time of next follow up. Caller asked for battery voltage calculation. Measured battery voltage was 2.52 v but actual battery voltage based on device information was 2.86v. It was further reported that the device is at vvi 65 per the transtelephonic monitor (ttm); during patient's last visit battery voltage was 2.89 and now its vvi65. Therefore the device was removed and replaced with a new device. No patient complications were reported as a result of this event.

Event description:
It was reported the battery voltage at device interrogation was 2.55 volts. It was also reported that when last measured, about eight months ago, it measured 2.81 volts, and after interrogation it measured 2.78 volts. Review of device data showed the true battery voltage has been between 2.85 - 2.9 v. Interrogated measurement is lower than the nightly device measurement. Also the daily battery measurements show some increases in voltage. It was recommended that the device data be sent in for review at time of next follow up. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that on (B)(6) 2010, the telemetered battery voltage was 2.52 v while the daily battery voltage was 2.86 v. The device is part of the advisory for this model.